Manufacturer narrative:
Follow-up #1: date of submission 7/2/15 device evaluation: the device has been returned and evaluated by product analysis on 06/16/2015 with the following findings: visual inspection revealed that the battery compartment was cracked from the top extending towards the case seal. Evidence of moisture corrosion was observed inside the battery compartment. A leak test was performed and a battery compartment leak was found at the battery compartment crack. The pump case was removed and no evidence of moisture was found inside the pump. Unrelated to the complaint, the display was observed to be dim, faded, and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter alleged that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.